Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 13. Details of surgery: implant surface not completely covered with bone, sinus augmentation and immediate extraction site. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and inflammation. No further patient complications were reported.